Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 10 years old and was serviced last on (B)(6) 2010, for a non related issue. A visual inspection found the device had a damaged comb. In addition, the device was found to be out of calibration. Through further testing of the device the technician was able to produce an acceptably meshed sample. The cause of the reported issue could not be determined, or re-produced for the reported complaint. While the device was slightly out of calibration, and the comb damage was so slight, these would not have contributed to the cause of the reported complaint. Should the carrier be slightly misaligned when starting through the mesher, the result would likely be bunching of the graft and jamming. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher did not work right. Additional clinical follow up with the hospital on (B)(6) 2011, indicated that a large graft harvest was meshed on a 8" carrier, the carrier did not pass straight through and got jammed. Graft was salvaged and usable; no additional harvest and no delay.